Event description:
Procedure: sigmoidectomy. Reportedly, after the device was applied, it was not possible to open the stapler and remove the instrument from the surgical cavity. The surgeon tried several times to open the device with the return knobs; however, he was unsuccessful. Eventually, the surgeon converted the laparascopic procedure to an open approach.